Event description:
It was reported that during device interrogation noise in rv bi polar channel and high pacing lead impedance were observed. The lead was explanted and will not be returned for analysis.

Manufacturer narrative:
No medwatch form was received.